Event description:
Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196. The article is a retrospective analysis of long-term results of deep brain stimulation (dbs) for the treatment of neuropathic pain on 21 pts. One pt had erosion in the area of the burr hole and had the system removed.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.